Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, deformation and yellow biological tissue on the shell. Weight measurement identified device weight within specification. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is creases are observed but have no relationship with manufacturing. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "descent of a gland over the implant", "folded", "any creases", capsular contracture, baker grade iii and patient's concern with the product. Device has been explanted.